Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission, is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted, once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00424. Missing information from this report is identified, as blank. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit, a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6)2023. [Additional information]: the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) ((B)(6) was returned with the device label for the lot number 30952059; the lot number of the concomitant prowler select plus microcatheter. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00423 and 3008114965-2023-00424. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure targeting a middle cerebral artery (mca) stenosis, the complaint stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) was delivered via a concomitant 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x / lot# unknown) to the target location, and the physician tried to release the stent. The stent was impeded in the microcatheter tip and could not be released. The physician withdrew the stent and attempted to deliver to release the stent again but was still unsuccessful. The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. The patient was reported to be in stable condition. There was no report of any negative patient impact. On 10-jul-2023, additional information was received. The additional information indicated that an adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. Nothing unusual was noted about the system prior to use. There were no visible kinks or other damages observed on the microcatheter. No other device went through the same microcatheter. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no negative patient impact reported. The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7178223. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00424. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the complaint products that were received in the product analysis lab on 21-jul-2023. On 21-jul-2023, an enterprise stent component was received detached and inside the hub of the prowler select plus microcatheter. A device label for the lot number 30952059 was included. The product analysis lab confirmed on 25-jul-2023, that the stent component received was too large / long for the stent documented in this complaint, which was a 4mm x 16mm enterprise 2 vascular reconstruction device. On 27-jul-2023, confirmation via email was received from the china team to clarify that the stent component received actually belong to another complaint (B)(4). The sales representative made and documentation error referencing the complaint number when the product(s) were being sent back. On 31-jul-2023, the china team confirmed that the and the concomitant prowler select plus microcatheter with the device lot label 30952059 received in this complaint also belongs to (B)(4). The 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) associated with this complaint is not available for return. The prowler select plus microcatheter associated with this complaint is as originally reported in the initial 3500a medwatch (3008114965-2023-00424), not available for return and the lot number is not available. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00423 and 3008114965-2023-00424. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. On 27-jul-2023, confirmation via email was received from the china team to clarify that the stent component that was received by the product analysis team on 21-jul-2023 is not associated with this complaint; it actually belong to another complaint (B)(4), the sales representative made and documentation error referencing the complaint number when the product(s) were being sent back. The 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) associated with this complaint is not available for return.